Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 343 mg/dl. The customer current blood glucose was 519 mg/dl. The customer was treated for high blood glucose with the pump. The customer will call the doctor to get explanation if blood glucose will continue to be high do steroid.